Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified. It is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: e3, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and double capsule. Device has been explanted and replaced with non allergan device.

Event description:
Healthcare professional additionally reported "lump/nodule, and calcification."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and double capsule. Healthcare professional additionally reported "lump/nodule, and calcification."device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Calcification: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. And double capsule. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture. (Health effect): f2203, f2201.